Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar system was rec'd in poor condition with a wipedown patch noticeable on the upper case surface. The unit delivered rf energy correctly into the fixed resistors. The system exhibited 2 f6 faults in 9 days of use. The communication wires in the ucb to rf controller cable were twisted at a rate of 2-3 twists per inch to try and reduce the f6 faults due to rf noise. The cable met specifications, but the wires will be twisted tighter in an effort to reduce the incidence of f6 communication faults. Applicable software and hardware upgrades were performed. The unit passed all final testing and was recertified for use.

Event description:
It was reported there was an f6 error (rf module communication with the controller processor has failed) twice. Although there was a pt on the table (case was a lumpectomy), there was no pt impact due to the generator. They switched it off and moved it out of the room.